Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The pump supplies had been changed. The customer's blood glucose (bg) level was 553 mg/dl. To address the bg level, the customer changed the infusion set site, administered insulin injections and consumed water. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.